Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified distal left anterior descending artery (dlad). The target lesion was pre-dilated than this opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ was broken. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device avail. For eval? Returned to MFR. On, device returned to MFR.? Device. Evaluated by MFR.? Eval summary. Device evaluated by manufacturer: the device was returned for analysis. Device analysis revealed kinks in the telescope assembly from femoral marker to the proximal end. No separations or broken sections were observed in the catheter, no other visual damages were encountered upon visual inspection. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was broken. The 75% stenosed target lesion was located in a severely tortous and moderately calcified distal left anterior descending artery (dlad). The target lesion was pre-dilated than this opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ was broken. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.